Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 400 mg/dl at the time of incident. The customer's father decline to trouble shoot high blood glucose levels. Customer's father stated that the insulin pump was in pocket when it alarmed button error. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and customer's father stated they reset pump when asked if time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit or failed battery test alarms due to unresponsive button.